Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a whipple procedure, the device would not activate, the generator was producing a weird sound. No one noticed if there was an error message. The generator was restarted and then the device worked. Later in the case, the active blade fell into the patient's abdomen. There was a solid tone prior to noticing the broken blade. The broken piece was retrieved through the trocar. The case was not converted. It is unknown how the procedure was completed. There was no adverse consequence to the patient.